Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the unit had blood inside due to balloon damage. The fse stated that the safety disk, k3 k5 valve group, blood return detection pipeline, negative pressure cylinder, as well as other accessories require replacement. The hospital was given a quote. At this time, the customer has decided not to repair the unit for the time being. If any additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed blood detected.  The hospital immediately removed the machine. There was no personal injury reported.